Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
After the doctor used the device and the reload 030458 (lot number : n4j0575kx) to operate the lar surgery, he could not release the reload from the stapler. When was the problem noticed: during-procedure patient involvement? Yes. Patient injury? No. Patient information: n/a. What is the current condition of the patient? Stable. Medical intervention required? No. Was surgery time extended by 30-mins or more? No. Was product tested prior to use? Yes. UDI number: n/a. Additional information received via email from (B)(6) < (B)(6)> on (B)(6) [changed to malfunction - added tislok] 1. The reported product ID is the egiaustnd handle. But the reported lot number, n6g0076kx, refers to a 030455 reload. A) can you please confirm the correct product ID and lot number for this complaint? The lot number of egiaustnd is p6j0049x 2. The incident description refers to a 030458 reload, lot number n4j0575kx. A) can you please clarify what reload is being reported for this complaint? Yes. 3. Was any reinforcement material used in conjunction with the stapling device? No. A) if yes, what was the brand of the reinforcement material used? B) what was the item code and lot/serial number of the reinforcement material? 4. What is the patient age, weight, gender, ethnicity, or patient identifier (i.e. Initials or ID number, not the full name of the patient)? These information was not supplied. 5. Can you elaborate on how the reload could not be released? The endo gia stapler conjunct the reload 030458. 6. Could the reload not be unloaded from the handle? Yes. 7. Did the jaws of the reload lock onto the tissue? Yes. A) if yes, how were the jaws removed? It is no problem 8. What was done to correct the issue and complete the procedure? The doctor asked to change another one. 9. Was there any unanticipated tissue loss as a result of this problem? No. 10. Was there any tissue damage as a result of this problem? No. A) if yes, describe the damage and provide details on how the damage was treated/corrected. B) was the damage permanent? 11. Can you confirm if both the handle and the reload will be returned for evaluation? Yes 12. Were the devices reprocessed or re-sterilized prior to use? No.